Event description:
The facility reported a colleague infusion pump with a failure code of 810:03. This condition had the potential to interrupt delivery. The event was reported to have occurred during a pre-check in the central supply department. There was no report of patient/user involvement, injury or medical intervention. This involved an unremediated infusion pump with user interface module master software version 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). The follow-up medwatch type, device evaluation confirmation should have all been populated in the first follow-up medwatch form. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 810:03 was confirmed by baxter personnel during product evaluation. The root cause was assigned to an air in line board failure. The pump head module was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.